Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device during an unknown endovascular procedure. It was reported during the index procedure during deployment, an endoanchor snapped and half of the endoanchor remains in the patient. It was reported subsequent endoanchors were implanted successfully and the procedure completed. Per the physician the cause of the event was due to a product malfunction. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the applier device and endoanchor cassette were returned. Ten (10) ports on the cassette were opened. A slight bend was observed on the applier catheter and strain relief. Slight twisting/pinching was observed on the applier 3.0 and 6.0cm proximal to the tip. Slight indentations were visible along the twisted/pinched section. There was no damage observed to the endoanchor housing unit and tip. If information is provided in the future, a supplemental report will be issued.